Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/18/2020. D4: lot # p4r849. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6)2020. See attached operative report.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What troubleshooting steps were taken in attempts to open device? Were any unusual noises noted? Was the device difficult to close? Were any surgical clips used in the vicinity of device firing? What named vessel was device being used on? What was the extended surgery time?

Event description:
It was reported that on (B)(6) 2017 during a nephrectomy the device malfunctioned and caused substantial injury and bleeding. The surgeon clamped down on a vessel and it would not release. The surgeon tried several times to get the stapler to open but it would not. A port was placed, and the surgeon nudged it physically with his hands to get the jaws to open. It would not open. However, after an unknown amount of time the device opened by itself. This caused considerable amount of bleeding. Her blood pressure started to drop. At that point the procedure was converted to open three thousand milliliters of blood were administered to the patient. The procedure was supposed to last only two hours, however it lasted for eight hours. Her stay was supposed to be two days and ended up being two weeks. Patient also had to go to rehab. While in the hospital she developed an infection. Patient did not state how this was address and is currently doing "alright".